Event description:
Litigation alleged the patient suffered wear synovitis, mechanical complications hip replacement device, inflammation, loosening of the prosthesis, pseudomembrane, damage to the hip structures, metallosis, chromium and cobalt toxicity and complications therefrom as a result of the implanted asr hip.

Manufacturer narrative:
(B)(4) - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, increased metal ions, adverse tissue reaction, and a pseudomembrane. There was no mention of metallosis or loosening as litigation alleged. There is no new additional information that would affect the existing MDR decision.